Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on an unspecified date, the patient initiated a 911/emergency protocol and was hospitalized for ketoacidosis (dka) associated with an alleged inaccurate delivery. Reportedly, the patient was hospitalized for dka, but information about the type of treatment received could not be obtained. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed therefore the unspecified pump issue could not be confirmed. Animas has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall will be made submitted. This report is made based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Correction to: describe event or problem:

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on an unspecified date, the patient initiated a 911/emergency protocol and was hospitalized for ketoacidosis (dka) associated with an alleged inaccurate delivery. Reportedly, the patient was hospitalized for dka, but information about the type of treatment received could not be obtained. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed therefore the unspecified pump issue could not be confirmed. Animas has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report will be submitted. This report is made based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: a review of the pump histories showed no activity outside of normal use; the pump was functioning properly. A review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.